Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 80mm abdominal aortic aneurysm. It was reported that on an unknown date of a CT, a type ia endoleak and stent graft migrated were identified. It was reported it was the main body bifurcate that migrated. Intervention was performed, where a fenestrated non mdt stent graft was implanted. This resolved the event. As per the physician the cause of the event was anatomy and morphology changes leading to a juxta renal aneurysm. No additional clinical sequelae were provided and the patient is fine.